Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device: location of device: tube\device got tangled in fallopian tube'), fallopian tube perforation ('malposition of essure device: location of device: tube perforation'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included atrophic vaginitis. She was started on flagyl and levaquin for presumed endometritis postoperatively (as per mr). Previously administered products included for an unreported indication: lo loestrin fe from 1983 to 1996. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), phentermine hydrochloride (adipex) since 2000 and sumatriptan (imitrex) since 2000. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced abdominal pain lower ("pain"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"). The patient was treated with surgery (novasure ablation in (B)(6) 2017, surgical removal of coils: laparoscopy, hysteroscopy, right salpingectomy and left tubal ligation and ablation). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation and fallopian tube perforation outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: fu: (B)(6) 2019: (B)(6) 2009 (sic). Postoperative detail: normal-appearing uterus, ovaries, and tubes. No evidence of tubal perforation or misplacement of the coil. No evidence of uterine perforation. Normal ovaries bilaterally. No intracavity endometrial lesions were appreciated. Events: ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received. New event added: pain abdomen lower. Outcome of the event pain lower abdomen updated from unknown to recovered/resolved. Events onset date were updated. Plaintiff's information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device: location of device: tube\device got tangled in fallopian tube") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included atrophic vaginitis. She was started on flagyl and levaquin for presumed endometritis postoperatively (as per mr). Concomitant products included ethinylestradiol; norethisterone acetate (loestrin), phentermine hydrochloride (adipex) and sumatriptan (imitrex). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). The patient was treated with surgery (novasure ablation in (B)(6) 2017 and surgical removal of coils: laparoscopy, hysteroscopy, right salpingectomy and left tubal ligation). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation outcome was unknown and the menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: fu: 30-apr-2019: (B)(6) 2009 (sic). Postoperative detail: normal-appearing uterus, ovaries, and tubes. No evidence of tubal perforation or misplacement of the coil. No evidence of uterine perforation. Normal ovaries bilaterally. No intracavity endometrial lesions were appreciated. Events: ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 30-apr-2019: the case is incident. Reporter information was added. This case is medically confirmed. This case concerns adult patient. Her demographic was updated. Essure indication was amended. Her concomitant medications were added. Event: injury was updated to more specified events: malposition of essure device: location of device: tube, abnormal bleeding (vaginal, menorrhagia), pain and essure confirmation test conducted: no were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.